Manufacturer narrative:
(B)(4).

Event description:
New information received indicates during a scheduled follow-up, high capture threshold varying r-wave amplitude were noted again. X-ray revealed lead dislodgement. The lead was repositioned and remains implanted and active. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited a low sensing and a high capture threshold. Fluoroscopy showed that lead was dislocated. The lead was repositioned and remains in use. The patient is in good health.